Event description:
The patient developed induration, edema, and erythema at treatment sites twelve days after being treated with human collagen. The physician has diagnosed allergic reaction and has treated the patient with protopic topical medication, oral prednisone and intralesional kenalog.